Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob, and the lock will need new components added to replaced worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. New components were added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock having movement and required preventive maintenance and replacement of worn parts due to normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) had a potential slip prior to usage. No patient injury or surgical delay has been reported.